Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received the patient ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.